Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late, and capsular contracture, baker grade IV.

Event description:
Healthcare provider reported for right side "multiple folds are identified in the capsule of the breast prosthesis, with periprosthetic liquid and thickening of the glandular tissue around it", "capsular contracture, baker grade IV". The device has been explanted and replaced.